Event description:
The customer reported that erroneous rbc and hgb results were recovered for a single sample run on the act diff 5 compared to results from sample rerun on the same instrument and another instrument which were considered correct. The customer reported that there were erroneous results recovered for 1 patient sample; however the data submitted for review revealed that another patient sample results were affected. Although erroneous results were reported out of the laboratory, no change to patient treatment was attributed to the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that he replaced the rbc aperture and performed instrument verification. There were no further issues following the part replacement. This failure mode could cause erroneous rbc and plt results due to counting error. (B)(4).